Event description:
The clinic reported that a laser vision correction patient presented with ectasia in right eye that was discovered during enhancement evaluation. The ectasia was discovered 9 years and 3 months after patient treatment which was on (B)(6) 2006. It was stated that the patient had loss of best corrected visual acuity (bcva). The patient complained of blurry vision in right eye (distance). Patient reported symptoms are not interfering with daily activities. Bcva from (B)(6) 2006 right eye pre-op 20/20 -3.00 x -.25 x 158, left eye pre-op 20/20 -3.00 x -.75 x 3. Bcva from (B)(6) 2015 right eye post-op 20/30, left eye post-op 20/20.

Manufacturer narrative:
(B)(4). The clinic is reporting this adverse event only and did not request or require field service or clinical support. All pertinent information available to abbott medical optics has been submitted.